Event description:
This report was received from an ophthalmologist's office requesting a form to report an adverse reaction. The pt had an anterior chamber lens implant (right eye) on 8/7/87, model 044b/21(d). In april 1996, she began to experience decreasing vision and subsequently diagnosed with painful bullous keratopathy. She has an on bandage contact lens on the right eye which is cleaned every two weeks and is on ocuflox eye drops. She is awating a donor for a corneal transplant. The ophthalmologist believed the adverse events to be possibly related to the lens, however, is not sure. F/u was received from an ophthalmologist on 7/29/97 indicating that the pt underwent a corneal transplant with exchange of intraocular lens and anterior vitrectomy of the right eye on 7/10/97. No further info is expected.